Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02307, 1225714-2014-02308, 1225714-2014-02309 and 1225714-2014-02310.

Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2006 the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2006 after the use of the product.